Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 29, 2016. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 12, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device, however the issue did not resolve; subsequently the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient with a new device as of the date of this report (B)(6) 2016.